Event description:
Treatment of an aneurysm. It was reported that the proximal end of the pipeline would not open after deployment. A balloon then used, however, the pipeline fully expanded when advancing the exchanged guidewire. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).